Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that for the past five days, the patient's walking had been labored, and they had been almost unable to walk. They said they had charged the implanted device 100%, but the patient programmer (pp) showed that the therapy was off. The agent walked the patient representative through how to turn the therapy back on. The patient said they could feel therapy coming back on; they didn't know how long therapy had been off. The patient was redirected to their healthcare provider if symptoms persisted after therapy was back on. When asked who the managing hcp was the patient rep said that the patient didn't have one and referred to the implanting doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient confirmed everything is ok and working fine.